Event description:
It was reported that the pump battery was not charging quickly. There was no adverse impact to the patient's blood glucose level. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.